Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had red button was flashing and none of the keys were responding. The insulin pump had frozen display. The insulin pump was showing medtronic on the screen and the red button was showing and it is vibrating. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.